Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity, heavy calcification, and 75% stenosis. A 3.5x8mm nc tenku rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The nc tenku was soaked and air aspiration was performed outside the anatomy prior to use. The nc tenku was advanced toward the target lesion. The balloon was inflated once up to 10 atmospheres for 5 seconds and the balloon ruptured. The nc tenku was removed and an unspecified balloon was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.